Manufacturer narrative:
The insulin pump had a blank display and a constant alarm tone due to moisture damage to the electronic assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump continuously beeps. Customer stated that all troubleshooting has been done. Customer declined troubleshooting for the blank display and wants the pump replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.